Event description:
A hospital employee reported that a patient experienced elevated blood glucose levels and severe ketoacidosis during the use of novopen 3 demi with protphane penfill (long acting human insulin). The patient is using novarapid (insulin aspart) with another device concomitantly. These products are suspected products in a linked case (same patient and event): MFR report #9681821-2003-00069.